Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support guided the customer through various steps to address the issue, including disconnecting tubing and delivering boluses. The resolution involved replacing supplies as needed and resuming insulin delivery, with a follow-up requested for additional assistance, although attempts to reach the customer later were unsuccessful.